Event description:
The blood warmer tubing started to create micro air bubbles along the tubing when the temperature of the astotherm warming device went above 37 degrees centigrade. We understand that the manufacturer states that the astotherm can create bubbles when cold blood passes through the warming device, especially when the temperature is set above 37 degrees. We used the device again and set the temperature at 37 degrees and noticed fewer bubbles.